Event description:
The valve was not draining properly, and the physician thinks that it may be changing pressure levels.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. It was within specifications for all pressure-flow and preimplantation tests. The valve did not pass the lead test due to a samll tear on the top of the delta chamber, and a tear in the proximal occluder. Dissection of the valve showed no anomalies. A review of the manufacturing records was not possible as no lot number was provided. All our products are 100% tested at the of manufacture.